Event description:
Procedure type: colectomy. Patient gender: female. According to the reporter: a small piece of the trocar, approximately 2mm x 2mm fell from the device and was recovered. A second device was used successfully. No ill effect to the pt.